Event description:
In 2006, a patient underwent repair of an aortic abdominal aneurysm using the gore excluder aaa endoprosthesis. A final angiogram run, demonstrated appropriate sealing with the absence of endoleaks. Additionally, a large calcium deposit was visualized distal to the devices in the right common iliac artery. An attempt was made to increase blood flow inside this vessel by ballooning the artery and placing a bare metal stent. A second angiographic run was performed demonstrating only a slight improvement in arterial blood flow. While completing the procedure, the patient's blood pressure noticeably decreased. Another angiogram was taken again showing no signs of endoleaks. Following a pause in the procedure, due to mechanical error and a necessary balloon exchange the patient was converted to an open repair. After further unsuccessful interventions the patient expired. The physician attributes the death to pre-existing co-morbidities.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specs.